Manufacturer narrative:
Occupation: other, senior counsel, litigation. Event date: please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused: filter perforation of the inferior vena cava (ivc) wall, the abdominal aorta, the vertebral body, right psoas muscle and right kidney. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter perforates the inferior vena cava (ivc) wall and perforates the abdominal aorta, the vertebral body, right psoas muscle and right kidney. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b4, b5, b6, b7, g2, g3, g6, h1 and h2. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused: filter perforation of the inferior vena cava (ivc) wall, the abdominal aorta, the vertebral body, right psoas muscle and right kidney. The patient reported becoming aware of perforation of filter struts outside the ivc approximately fourteen years and three months post implant. The patient also reported chest pain due to filter tilt. According to the medical records the indication for the filter implant and a triple lumen catheter was deep vein thrombosis (dvt), motor vehicle accident and lack of intravenous access. The patient had a history of motor vehicle crash (approximately six weeks prior to implant), sustained distal right femur fracture, left femoral neck fracture, with complications of left femur neck repair, requiring additional surgery (approximately one week prior to implant) that was unsuccessful and another surgery the following day. The patient also had a lacerated liver, urinary tract infection, splenomegaly, coagulopathy, obesity, asthma and elevated liver enzymes. The filter was placed via the right internal jugular vein after multiple unsuccessful attempts at gaining access via the right femoral vein. The pre-existing triple lumen catheter was exchanged out for a long sheath dilator and a jugular greenfield filter was passed down to the level of the infrarenal position below the level of the renal veins and deployed with zero angulation. The filter was released at the l2-l3 border, and the triple lumen was placed in the distal superior vena cava. A post procedure venogram showed good apposition of the walls by the prongs of the filter. The sheath was removed, and a triple lumen catheter was placed over the guidewire and secured to the neck. The patient tolerated the procedure well. Approximately two months post implant, an abdominal computed tomography (CT) scan was performed as follow up to liver laceration. The report noted well defined cyst within the left lobe of the liver near the porta hepatis that has decreased in size when compared to prior exam done near the time the filter was implanted. This may represent sequelae of prior laceration. The ivc filter was in place at the level of the right renal vein. Approximately fourteen years and two months post implant a CT scan was performed for unspecified injury of the ivc. The report noted the filter is roughly parallel to the ivc; however, several struts extend beyond the margin of the ivc and contact adjacent structures. A second review of the same scan performed three months later identified the filter as a cordis type filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Chest pain does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of motor vehicle crash (approximately six weeks prior to implant), sustained distal right femur fracture, left femoral neck fracture, with complications of left femur neck repair, requiring additional surgery (approximately one week prior to implant) that was unsuccessful and another surgery the following day. The patient also had a lacerated liver, urinary tract infection, splenomegaly, coagulopathy, obesity, asthma and elevated liver enzymes. According to the medical record, the indication for the filter implant and a triple lumen catheter was deep vein thrombosis (dvt), motor vehicle accident and lack of intravenous access. The filter was placed via the right internal jugular vein after multiple unsuccessful attempts at gaining access via the right femoral vein. The pre-existing triple lumen catheter was exchanged out for a long sheath dilator and a jugular greenfield filter was passed down to the level of the infrarenal position below the level of the renal veins and deployed with zero angulation. The filter was released at the l2-l3 border, and the triple lumen was placed in the distal superior vena cava. A post procedure venogram showed good apposition of the walls by the prongs of the filter. The sheath was removed, and a triple lumen catheter was placed over the guidewire and secured to the neck. The patient tolerated the procedure well. Approximately two months post implant, an abdominal computed tomography (CT) scan was performed as follow up to liver laceration. The report noted well defined cyst within the left lobe of the liver near the porta hepatis that has decreased in size when compared to prior exam done near the time the filter was implanted. This may represent sequelae of prior laceration. The ivc filter was in place at the level of the right renal vein. Approximately fourteen years and two months post implant a CT scan was performed for unspecified injury of the ivc. The report noted the filter is roughly parallel to the ivc; however, several struts extend beyond the margin of the ivc and contact adjacent structures. A partially visualized midline ventral hernia and bilateral l5 pars fractures. A second review performed three months later identified the filter as a cordis type filter. Additional information received per the patient profile form (ppf) states that the patient become aware of perforation of filter struts outside the inferior vena cava (ivc) approximately fourteen years and three months post implant. The patient also reported chest pain due to filter tilt.